Event description:
It was reported that the patient underwent a left knee revision. Subsequently, the patient experienced osteolysis, loosening, metal-related pathology, prosthesis wear and infection. As a result, the patient underwent a second left knee revision approximately 10 months after previous revision. No further patient impact reported. No further information available. This is report 2 of 2 related to this event.